Event description:
The end user reported that he developed hypoglycemia while using aquacel ag+ extra dressing to treat his wound. End user has three open wounds on his left foot and the dressing was applied daily for a two month period. During this time he developed low blood sugar, his hemoglobin alc reduced from 9.5% to 8,5% to 6% respectively. In order to control the hypoglycemia; his dosage of lantus (insulin) was reduced; he was also treated with humalog (insulin) and a tight blood glucose regiment was implemented to monitor his glucose levels five times a day. There were no further complications and the infection has subsided; the wound is also healing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. There is no confirmed causal relationship between the product and hypoglycemia. The clinical team will continue to research literature case studies and clinical documents for the reported adverse event of severe hypoglycemia. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6).

Manufacturer narrative:
Additional information was received on 07/17/2015. No sample received. Investigation has been based on batch history record review batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/30/2015.